Event description:
It was reported that a patient experienced a shocking or jolting sensation in back at the location where the lead and extension connect. An x-ray was done and a "fog" was seen around the connector area. There were no falls or trauma reported. It was stated that the patient feels the shocking sensation whenever the implantable neurostimulator (ins) was on and no shocking when the ins was off. It was reported that an impedance test was done and the impedances were all "fine" but there were no actual values reported. Approximately three weeks later it was reported that the patient was still experiencing shocking. An x-ray was done and it was stated that the lead position was "fine"; still in the epidural space. It was stated that "it starts as a spasm and then progresses to a sharp electrocution feeling." It was reported that this has been going on for 6 months following a car accident. The patient was unable to tolerate the ins being on, even at low voltages. There were no issues when the device was off. It was reported that all impedances were between 600 and 900 ohms, except the 0-1 circuit which was 576 ohms and the 1-8 circuit which was 395 ohms. It was stated that they "couldn't isolate it out between one or the other lead." A surgical revision was discussed. No further information was provided. More information was requested and if received a supplemental report will be sent.

Event description:
Additional information received reported that about 2 years prior to the report, the patient¿s lead came loose. It was noted that the stimulation hit a nerve and it caused her extreme pain. It was noted that they tested it twice on her. It was noted that the patient was trying to get it removed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID neu_unknown_ext, product type extension; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).